Event description:
It was reported that during a percutaneous transluminal angioplasty treatment, a balloon rupture occurred. The 90 percent stenosed target lesion was located in the moderate tortuous vessel. The 5.0 x 40, 40 cm mustang raptured after the third inflation at 24 atm. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).